Manufacturer narrative:
Additional narrative: (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was made a supply of a fracture with ankylosing spondylitis with viper on level th10-l2. The sleeve at l1/left has loosen from the screw in the use of the torque limiter while the first attempt to lock. An attempt was made to replace the sleeve unfortunately failed. After presentation of the screw and the rod was an attempt to introduce the single innie with the approximater of the expedium. The thread squeaked and had not locked into place. At the second attempt free hand just over the sleeve then without approximater, also there tightening the innie in the head not succeeded, although they saw that was one "inside." The thread was broken when both innies. Since all other caps per torque were already locked, the surgeon has decided to close this a screw not an innie because everyone else already stable locked. Because the material explanting will take place in six months, he has every confidence that holds this construct! The surgeon takes to the threads of the bolt in l1 is left broken. Unfortunately, both defective single innies were discarded. (B)(4).